Event description:
Homecare patient was being fed using a pump. 225 ml were hung and the pump was set to deliver 25 ml/hr. No fluid was delivered over 8 hours, however the pump indicated approximately 170 ml had been delivered. There was no illness, injury or medical intervention following the event. The patient's mother simply gave formula from a bottle. One pt involved.